Manufacturer narrative:
The hill-rom technician found the siderail not latching due to a bent end tube. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the siderail end tube to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the left head siderail is not latching. The bed was located at the account on the second floor. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).